Event description:
Ortho placed a bard channel drain,15 fe round hubless full fluted drain after tkr. When gently pulling drain out, snapped off, leaving part in pt. Required re-op to remove. FDA safety report ID # (B)(4).